Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the locking knob of the a1108 mayfield triad skull clamp was loose, and can easily unlock with light interaction. The torque spring in torque knob feels worn out and very spongy. There was no known patient contact or surgery delay.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). Device unique identifier (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield skull clamp. The lock has movement and a residue buildup is present. Parts of the device were worn out and need replacement and general preventative maintenance (pm). The observed condition is likely caused by wear and tear / improper maintenance. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.